Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed cracks in the battery compartment, leaks from the battery compartment and audio bolus button,and internal moisture corrosion. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: the pump were booted with sound and no vibrate with evidence of display screen blanked. There is a crack from the top of battery compartment to the pump case seal. ¿battery compartment and audio bolus button¿ leaks were found during testing. Audio bolus button cover has a hole at the center of the button. Moisture corrosion is visible in ¿battery compartment¿. Pump cover is removed to inspect internal components; moisture is visible in the pump main compartment. Residual moisture easily visible inside the pump. Display screen is blanked appearing due to moisture occurred. Unable to download the pump history due to moisture. Investigator cannot verify functionality of keypad buttons and all operational steps due to moisture ingress and blank screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.